Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section open procedure, the devices made the wound bled when the surgeon closes the uterus muscle. The surgeon sew the wound to complete the case. There was no patient injury.